Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The plastic hub came completely off the needle upon removal. A 45mm needle was placed too low (18cm) below the patella in the tibia. The needle tip was also embedded in the posterior cortex of the bone. The clinician properly used a syringe to remove the needle. Orthopedics could not remove the needle because not enough of the needle was out of the tissue on this obese patient. The patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). No lot number was provided and therefore a review could not be performed. However, it should be noted that all lots are subjected to torsion and tensile testing prior to release. Photos were provided by the customer which showed a 45mm ez-io needle cannula hub with the cannula missing. A review of the photos confirmed that the hub detached from the needle cannula. Based on the description of the event, it was reported that the user placed the io needle too low on the tibia and also had engaged the posterior cortex, which likely caused or substantially contributed to the difficulty removing the cannula. Based on the available information, no device deficiencies were identified. Please be reminded the instructions for use state "advance needle set and release trigger: pediatrics: release trigger when sudden "give" or "pop" is felt, indicating entry into medullary space. Adult: advance needle set approximately 1-2 cm after entry into the medullary space."

Event description:
The plastic hub came completely off the needle upon removal. A 45mm needle was placed too low (18cm) below the patella in the tibia. The needle tip was also embedded in the posterior cortex of the bone. The clinician properly used a syringe to remove the needle. Orthopedics could not remove the needle because not enough of the needle was out of the tissue on this obese patient. The patient's current condition was reported as fine.